Manufacturer narrative:
The insulin pump was unable to perform the displacement test and occlusion test due to missing retainer. The pump was received with fading serial number, missing reservoir tube o-ring, cracked battery tube threads, cracked case at battery tube side, pillowing keypad overlay and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 34.8 mmol/l at the time of the incident. The customer treated with an injection. The customer stated that there is a split from the top to the bottom of the pump. The customer stated that they were not driving during time of incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.